Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info, at this time add'l info has not been received. (B)(4).

Event description:
An optometrist reported a patient still showing astigmatism of the right eye at lasik post-operative visits. Add'l info indicated patient complaining of blurry vision. Add'l info has been requested. This report references the right eye. An add'l report will be filed for the left eye.